Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level of 518 mg/dl. A correction injection was administered by the customer's health care provider to address the high bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. The customer reverted to a backup pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.